Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an allergic reaction after applying a freestyle libre sensor. The customer reported that on (B)(6) 2018 the areas on her arm, neck, and back were red, hot, and a rash was present, she also reported her lips were swollen and discolored. The customer reported self-treating with benadryl (oral) with 2 doses of 4 pills during a 24 hour period. In addition, the customer had contact with a healthcare provider the following day and was given an injection of depo-medrol (corticosteroid) and recommended furosemide (diuretic) to help reduce the swelling. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported experiencing an allergic reaction after applying a freestyle libre sensor. The customer reported that on march 25, 2018 the areas on her arm, neck, and back were red, hot, and a rash was present, she also reported her lips were swollen and discolored. The customer reported self-treating with benadryl (oral) with 2 doses of 4 pills during a 24 hour period. In addition, the customer had contact with a healthcare provider the following day and was given an injection of depo-medrol (corticosteroid) and recommended furosemide (diuretic) to help reduce the swelling. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor was returned. The adhesive was observed to have been removed and was not returned with the sensor. There were no issues with the sensor tail. Extended investigation has been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. The complaint is not confirmed. (Serial number and UDI) have been updated based on the product returned. (Device mfg date) has also been modified to the awareness date as it is unknown.